Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and shocks due to sinus tachycardia. It was noted that therapy was exhausted in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) was consulted and discussed rhythm ID and device programming. Ts explained that out of the previous 10 beats at least eight were uncorrelated. Ts stated that once atp was delivered then the device is in redetection and no detection enhancements are applied. Ts also explained that for single chamber device only morphology check and is used for initial detection. The field representative planned to discuss programming options with the physician. No adverse patient effects were reported.